Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call of assistance connecting the customer's pump to carelink. The physician also states the customer's hospitalization for diabetic ketoacidosis. The customer's blood glucose level at the time of incident was reported to be 1300mg/dl. The physician was assisted with upload. The physician declined to troubleshoot or provide further information due to time constraints.